Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient initially implanted with titan es8922 on (B)(6) 2016. Er8075 lot 5232848, and 91-9480sc lot 4639723 were also used during implantation. On (B)(6) 2017 the device was explanted because it would not deflate.